Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device showed less than a half year remaining longevity. However, a few years ago; the device showed two and a half years remaining longevity. No reprogramming changes made since then and the pacing percentage has not increased and impedances are stable. Boston scientific technical services (ts) discussed possible reason for this event. The clinician will plan to check patient's device in two months. As of this time, the device remains in service. No adverse patient effects reported.

Event description:
Boston scientific received information that this pacemaker device showed less than a half year remaining longevity. However two months ago, the device showed two and a half years remaining longevity. No reprogramming changes made since then and the pacing percentage has not increased and impedances are stable. Boston scientific technical services (ts) discussed possible reason for this event. The clinician will plan to check patient¿s device in two months. As of this time, the device remains in service. No adverse patient effects reported.